Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion it was impossible to flush the medial line. The catheter was replaced by a different one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable".

Event description:
It was reported that "during insertion it was impossible to flush the medial line. The catheter was replaced by a different one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen catheter for analysis. Signs of use were observed on the catheter body. No defects or anomalies were observed. The overall length of the catheter body measured 217mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The catheter outer diameter measured 2.46mm, which is within the specification limits of 2.39mm - 2.49mm per the catheter body extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. Water was observed exiting the designated locations towards the distal end. No blockages or resistance was observed. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter." Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states, "if using standard arrow advancer, raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth". A lab inventory guidewire (0.81mm) was passed through the distal lumen of the returned catheter. The guidewire was able to advance with no resistance. A manual tug test confirmed the luer hubs were securely attached to the extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The customer report of catheter blocked during use could not be confirmed by investigation of the returned sample. Visual and dimensional analysis did not identify any defects or anomalies that would suggest a manufacturing-related issue. Functional inspection revealed that no resistance was experienced when flushed. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.